Event description:
The tech alleged that while performing the brake detent modification they found that the brake caster screw was missing. The tech alleged the missing screw caused the brakes to set but not hold. No pt impact.

Manufacturer narrative:
The tech replaced the brake detent, brake caster and the brake caster screw to resolve the issue.